Event description:
After the catheter is inserted, it will cut it in several hours.

Manufacturer narrative:
The sample has been received and is currently being decontaminated. Additional information regarding the incident has been requested. Upon decontamination and the completion of the investigation, a supplemental report will be submitted.